Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 18 mg/dl, 215 mg/dl, 179 mg/dl and 186 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is completed. It should be noted: freestyle lite meters are designed in such a way that any readings less than 20 mg/dl is reported by the device as "lo".